Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 260 mg/dl. The customer reported air bubbles in the infusion set and high blood glucose. The customer was asked to prime 5 units fixed prime to get rid of it and performed the displacement test and it passed. Customer was explained the insulin pump functions as designed. Customer was advised to monitor pump and we will send 3 reservoirs and 3 infusion sets. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer reported the issue to health care provider and has back up plan. Customer delivered corrections from insulin pump.